Event description:
It was reported that the patient received a notifier for high voltage lead impedance. Noise was reproducible with pocket manipulation. Setscrew connection issue was confirmed. Lead was reconnected and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.